Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on (B)(4) 2013 due to low power. A service request for this item was called in on (B)(4) 2013 for ''does not run properly and intermittent operation." The previous service condition of low power is relevant to the current complained issue of does not run properly and intermittent operation. (B)(4). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Date product was returned is unknown. The manufacturing documents were reviewed and no complaint related issues were found. The customers complaint that the unit will not run properly was confirmed. The device was tested and the complaint was duplicated. This is most likely due to normal wear over time. Placeholder.

Event description:
Facility reported to anspach service and repair: batter reamer drill (530.605) lot 3934 will not run properly when connected to the battery. Incident was discovered during regular maintenance with no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.